Event description:
The customer called to report a malfunction of the pod's needle insertion mechanism. The pod was worn for less than an hour, during which time a high bg was experienced (439 mg/dl). The pod will not be returned for evaluation.

Manufacturer narrative:
The product will not be returned so no evaluation is possible. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". The user failed to note this condition which would be visible through the viewing port upon pod placement if labeling is followed. It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.